Event description:
Additional information received reported that since the bleeding occurred after onyx injection, it is quite possible that it is related to that. Looking at the images from this case, there was almost no reflux from the onyx cast in the sinus to the feeder, so it was possible that bleeding occurred because the route from the feeder near the shunt point to the small cortical veins was not completely occluded. On the other hand, onyx can sometimes flow into fine vessels that are not visible under fluoroscopy, so bleeding may also result from the occlusion of these small drainage routes. As for physical causes, vascular injury during catheter delivery or minor vessel damage when removing the catheter are also possible. Whether the resistance is strong or weak does not matter; sometimes the vessel is penetrated even when there is almost no resistance. Therefore, the actual cause of the bleeding could not be determined without anatomical examination.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Literature article is included in the attachments. B3: please note that this date is based off of the date of online publication of the article. G4: PMA code missing as device model and lot is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Takeo kojima, azusa yonezawa, tasuku yajima, takahiko nakazawa, kaiei kagoshima, takaaki yoshida, shinya kohyama. (2024). Subarachnoid hemorrhage of unknown cause after transvenous embolization of transverse sigmoid sinus dural arteriovenous fistula followed by transarterial embolization: a case report. Journal of neuroendovascular therapy, 18(10), 267¿272. Literature was reviewed regarding a case involving a patient with transverse sigmoid sinus (tss) dural arteriovenous fistula (davf) who underwent unsuccessful transvenous embolization (tve)and experienced subarachnoid hemorrhage (sah) leading to hematoma removal and decompressive craniectomy after a second treatment with transarterial embolization (tae) with onyx for the residual shunt. Multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: onyx 18. No death occurred in this study. For this onyx patient, the adverse event was sah. The cause of the bleeding remained unclear. Emergency craniotomy was performed for hematoma removal with no obvious bleeding points detected. The patient was transferred to a rehabilitation hospital with an mrs score 4. Eight days after tae, follow-up digital subtraction angiography (dsa) showed no residual shunts. No further information was provided pertaining to medtronic products.